Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device provided an audible alert and vibrated when she was sleeping, and the standard bolus display of 0.0 was on the screen followed by an a8 bolus cancelled alarm. The buttons would not function, and the infusion device worked normally after a moment. Pt reported this has happened on more than one occasion. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.